Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the tenaculum forceps instrument had a wire out. The procedure outcome was unknown.